Event description:
Reporter alleged blood glucose measured 321, 88, and 100 mg/dl all performed within 5 minutes of each other. No actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.